Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on per medical records (B)(6) 2004 the patient was presented for office visit with headache. Musculoskeletal examinations: tenderness down the cervical spine but especially around c4, c5 and c6 regions. Range of motions of the neck is decreased in all planes. Imaging studies: prior solid fusion c3-6. There is an adjacent segment degeneration occurring at c6-7 level where the spinal cord has been reduced to approximately 6mm. There is compression from anteriorly with an osteophyte as well as posteriorly secondarily to laminar compression. On (B)(6) 2004 the patient was presented for office visit with vocal cords. Impressions: normal vocal cord function; reflux laryngitis. On (B)(6) 2004 the patient underwent following procedures: left radical arterial line placement; c6-7 anterior discectomy; c5-7 instrumental fusion; harvesting of local autograft; lordotic allograft spacer; segmental reconstruction of spine with segmental fixation c5, c6, and c7 with anterior cervical locking plate. Preoperative diagnosis: cervical myelopathy for anterior cervical discectomy and fusion; c6-7 degenerative disc disease post c4-6 anterior cervical discectomy and fusion. On (B)(6) 2006 the patient was presented for office visit with neck pain. Assessments: myelopathy due to disc disease; failed neck syndrome. On (B)(6) 2006 the patient was presented for office visit with neck pain. On (B)(6) 2006 the patient underwent following procedures: removal of old segmental hardware, c5 to c7 anterior cervical locking plate; c7 corpectomy and partial c6 corpectomy for foraminal narrowing and pseudoarthrosis; anterior cervical reconstruction with fibular strut allograft, packed local autograft; anterior cervical plating c6 to t1; operating microscope for microdissection; intraoperative fluoroscopy; spinal navigation using the c-3 intraoperative CT scan; evoked potential monitoring, including upper and lower extremity somatosensory evoked potentials, motor-evoked potentials, and upper extremity electromyogram; modifier-22 for complex nature of spinal deformity and because of multiple reoperative procedures of the cervical spine. Second stage of circumferential cervical thoracic fusion including - 4-t2 segmental posterior cervical thoracic reconstruction with c4-c6 lateral mass fixation and c6-t2 pedicle screw fixation; c6-c7 laminectomy; spinal navigation using the iso-c 3-0 intraoperative CT scan interfaced with neuronavigational system; intraoperative fluoroscopy; operating microscope for microdissection; evoked potential monitoring including somatosensory evoked potentials, motor evoked potentials, upper extremity electromyogram and pedicle screw stimulation; harvesting of right iliac crest autograft. Preoperative diagnosis: failed neck syndrome with pseudoarthrodesis at c6-7 level with loosening of instrumentation. The patient also underwent c5-t1 anterior fusion and c7 corpectomy; c4-t2 posterior cervicothoracic fusion; c6-7 decompression. Preoperative diagnosis : failed neck syndrome. Preop notes: all the placement of the pedicle screws, I then placed lateral mass screws into c4, c5 and c6. G7 was skipped because it was a very small lateral mass. In fact, all the lateral masses were very small and only 10 mm screws were able to be used. These were placed with the aide of the navigational system. After the placement of the screws, the facet surfaces were "deocrticated". There was excellent fusion already established from c3 to c6, but the c6-7, c7-t1 levels were not used. Because of the relatively small pedicle size and the relatively poor bone quality that the patient had, multiple levels of fixation were required for purposes of load sharing. I decorticated the surfaces. I then fashioned an appropriately sized tapered rod and the construct was put together and in-line compression was used to arrive at the final position of the construct. The construct was as follows: there were lateral mass screws of the top loading system, (titanium) at c4, c5 and c6. C7 was skipped. T1 had pedicle screws and t2 had pedicle screws. These were short-statured titanium screws. There was an offset connector used on the left-hand side. The wound was aggressively irrigated. I harvested an iliac crest autograft from the right iliac crest. The wound was then closed in the usual layered fashion. I then returned back to the midline and performed my laminectomy of c6 and c7. There was substantial laminar compression at this level which was due to a combination of lamina, but also hypertrophy of ligamentum flavum. A two-level laminectomy was carried out and thorough decompression was achieved. The wound was irrigated with 4 liters of tissusol the bone graft, which had been harvested, had been morselized as well as the local autograft had also been morselized. It was mixed together. A large rhbmp-2 bone morphogenic protein sponge was then out into small squares and mixed into the bone morselized. I then packed this principally at the level of t2 to c6. The c7-t1 and t2 facets were drilled down and bone graft had been placed. The lesser amounts of bone graft were placed posteriorly from c3 to 86. The putty was then packed to further secure the graft. On (B)(6) 2006 the patient was presented for office visit with posterior neck stiffness. Assessments: status post circumferential cervical spine surgery. On (B)(6) 2006 the patient underwent CT scan of the cervical spine. Impressions: no change in the anterior and posterior cervical fusions as detailed above with no definite abnormalities to correspond to the patient's symptoms, however, it is nearly impossible to assess for soft tissue impingement on the nerve roots exiting the neural foramina. On (B)(6) 2007 the patient was presented for office visit for follow up surgical surveillance. Patient reported some pain across his shoulder blades and back. Assessments: status post cervical fusion. 05/30/2007 the patient was presented for office visit with some muscle tightness between his shoulder blades, some left-sided swelling. Assessments: status post circumferential spine surgery. The patient underwent CT scan of the cervical spine. Impressions;: stable alignment of complex anterior strut graft and posterior fusion extending c3 through t2. There is mild multilevel canal stenosis in the upper cervical region through the upper portion of the fusion. There is also advanced degenerative change at c2-3 involving the left-sided facet joints with some resultant left c3 foraminal encroachment. These findings are similar to previous exam. 3d reconstructions are reviewed and confirm solid fusion as above with mild upper cervical kyphotic angulation. On (B)(6) 2008 the patient underwent CT scan of cervical spine. Impressions: a focal left uncovertebral joint osteophyte and left facet hypertrophy at the c2-3 level may result in left c3 neuroforaminal narrowing. The patient also underwent MRI of the cervical spine. Impressions: stable alignment of complex cervical fusion including anterior corpectomy and strut graft as well as posterior lateral mass fusion. Stable alignment as compared to previous exams; there is again noted to be some asymmetric left posterolateral ventral ridging and facet hypertrophy at c2-3 with asymmetric effacement of the left c3 axillary recess and foramen; there is a smooth kyphosis through the fused upper cervical segments, c3 through c5, with a borderline central canal stenosis. This is stable from previous exams. On (B)(6) 2008 the patient was presented for office visit with left leg pain. The pain radiates in his left buttock and down into the groin and then into the back of the leg and bottom of the foot. Assessments: left leg pain; status post circumferential cervical spine surgery. On (B)(6) 2008 the patient underwent xrays of the cervical spine. Impressions: stable appearance of extensive cervical fusion. 10/07/2009 the patient was presented for office visit with increased pain. His worst pain is in his upper left buttock. Assessments: back pain, lower; leg(s) pain "left". On (B)(6) 2009 the patient was presented for office visit with back pain, left leg numbness, radiating electric shock like pain and weakness in both the legs. At the l 1-2 and the l2-3 levels there was no pain response. There was some mild disc degeneration at the l 1-2 level. The l3-4 level there was a 7 out of l 0 pain and at the l4-5 level there was 10 out of 10 pain. At the l5-sl level, there was no pain, but there was diffuse disc degeneration. The sacrum the s1 level, appears to be somewhat of a transitional vertebrae. There is bilateral foraminal narrowing that exists right side, it is worse in the left at the level of the ls-s 1 foramen. At the l4-5 level there is facet disease that exists. There is also foraminal narrowing at the l a-5 level, with some compression of the exiting l4 nerve root as well. Some lateral recessed stenosis at the l4-5 level also exists bilaterally, left greater than right. At the l3-4 level, there is a left-sided disc bulge with some foraminal narrowing. The degree of compressive pathology at any of the levels is fairly minimal. Assessments: patient has chronic axial low back pain with a left-sided radicular component.